Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient has alleged to visualization of particles. There was no report of serious patient harm or injury. There was no medical intervention required by the patient. The device was returned to manufacturer. The technician confirmed foam particles in the air path during the device evaluation.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient has alleged to visualization of particles. There was no report of serious patient harm or injury. There was no medical intervention required by the patient. The device was returned to the manufacturer's product investigation laboratory for investigation. During investigation the manufacturer observed a black substance, consistent with sound abatement foam degradation, was observed on the outside bottom of the blower box and was stuck to it. Tiny pieces of black substance, consistent with sound abatement foam degradation, were found on the bottom of the enclosure. Dust-like contamination at the air inlet, on the pca, in the blower box and throughout the inside enclosure. The air outlet port, pca (printed circuit assembly) had dust-like contamination in it. Dust-like contamination on flip lid seal, on top of the blower box, on top of the blower motor, in the bottom of the blower box and throughout the bottom of the enclosure. Tan dust-like contamination at the air inlet, in the iso port. Air inlet seal had yellowed and had dust-like contamination on it. White and tan dust-like contamination, throughout humidifier enclosure, on and under the heater plate, on the dry box seals, in the water tank. The manufacturer used a fitt (foam integrity test tool) and was able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found zero error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes, there was evidence of sound abatement foam degradation/breakdown and observed multiple contaminants and was able to confirm the complaint, but unable to address the symptoms specified.